Event description:
It was reported that the patient presented to the clinic for a follow-up visit. It was noted that the implantable cardioverter defibrillator (ICD) was inaccurately reporting device longevity. Further evaluation revealed that the ICD had entered backup vvi mode, which resulted in a loss of high voltage therapies. The device settings were restored to nominal parameters, which resolved the longevity measurement issue. The patient remained stable.